Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced stress urinary incontinence, nocturia, mesh erosion and exposure, pelvic bleeding, pelvic hematoma, ileus [blockage of the intestines], severe pain, anemia, loss of consortium, dyspareunia and urinary problems. A removal of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.